Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 24g foley catheters inside packaging was labeled as 22g. It seemed there were only 2 catheters involved and they had kept them aside.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. A potential root cause for this failure mode could be operator's handling method. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The instructions for use were found adequate and state the following: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the 24g foley catheters inside packaging was labeled as 22g. It seemed there were only 2 catheters involved and they had kept them aside.